Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. In addition, the subject device was manufactured more than 15 years ago, omsc was unable to confirm the manufacturing history (DHR) of the subject device. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc considered there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to destroying of the electronic circuit with water ingress because the camera cable was not watertight. The camera cable damage might have occurred by reprocessing or storing the subject device together with tweezers, forceps, scalpel, etc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(6) se & co. Kg (oekg) for evaluation. The service department of oekg checked the subject device and duplicated the reported phenomenon. It was found disturbances in the image of the subject device due to the broken camera cable unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was not displayed at the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.